Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. As the product was being opened, the liberte' bare metal 4.5x24mm stent came off the balloon. The procedure was completed with another device. No patient complications occurred as there was no patient contact.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.